Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that the dilator and anchor fractured upon implantation. Sutures severed at suture/anchor interface. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Upon visual inspection of the photo, the anchor was broken, and blood residues were observed. It was not possible to see the condition of the sutures. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 7l43685, and no nonconformances were identified. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. No further procedure information was provided to determine at what point in time this failure occurred. We cannot discern a specific root cause for this failure. The possible root cause can be associated with off axis insertion and levering during insertion. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not apply a bending force to the inserter, this can damage the anchor or inserter tip. Further, a review into the mitek complaints system revealed no other complaints for this lot of 100 devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair surgery on (B)(6) 2021, it was observed that the dilator and anchor on the 5.5 healix adv sp peek ce device fractured upon implantation. There was a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.